Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, it is likely the following led to the malfunction: blocked air channel due to clog white material in the nozzle. The most probable cause is traced to component failure due to blockage identified problems that occurred due to an obstruction or blockage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white foreign material is clogging the nozzle. There were no reports of patient involvement.